Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was returned for examination and a visual inspection found that liner fully expanded as designed, the delivery system nose cone tip partially exiting sheath distal tip, the crimped thv stuck within sheath shaft at approximately 6" from distal strain relief, and radial tip tear was observed along distal liner edge. Due to the nature of the complaint (sheath distal tip torn), no applicable functional or dimensional testing was able to be performed. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, it appears that significant resistance at the distal tip prevented the crimped thv from advancing, leading the user to withdraw the entire system before the valve exited the sheath tip. While the timeline of the sheath distal tip tear is unknown, it is likely that the tear occurred in the patient during the initial advancement. Although the crimped valve did not exit the sheath distal tip in this case, device evaluation revealed a radial tip tear consistent with events in previous investigations where the valve completely exited the sheath distal tip. The reported event of a torn distal tip was confirmed by the evaluation of the returned device. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process. Although no 3mensio imagery was provided, scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Therefore, it is possible that patient factors such as challenging anatomy as indicated by the scratches observed may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transcatheter aortic valve replacement (tavr) procedure using a 23mm sapien 3 ultra valve, the commander delivery system with the crimped valve encountered resistance and was unable to fully advance through the tip of the esheath. Despite repositioning attempts by the implanting team, the valve could not be advanced beyond the sheath tip. The decision was made to remove the esheath, delivery system, and valve as a single unit and re-prep a new system. The second system was successfully implanted without further incident, and no patient injury was reported. Per pre-deco findings- the tip partially open and torn radially along distal liner edge and the nose tip partially exiting sheath tip.